Manufacturer narrative:
An analysis was performed on the returned device. The guide break, and foot break were confirmed. The obstruction of flow was not confirmed. The difficult to remove is case conditions and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed with excess force. It should be noted that the prostyle instructions for use (IFU), states: do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. The IFU violation did not contributed to the reported difficulties with the device. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the reported information and the observations from the returned analysis it appears the device guide may have broken due to manipulation of the device while seeking a better mark. The break would allow the distal end to move which likely opened the foot while trying or forcing removal of the device. The open foot likely broke during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1562 removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using six prostyle devices after a cardiac ablation interventional procedure with an 8.5f sheath. Reportedly, there was weak backflow at the marker lumen of the first prostyle device. The device got stuck and was unable to be removed. Fluoroscopy confirmed that the proximal guide and distal guide were separated. Excessive force was performed and the whole device was removed. After removal, it was noted that the posterior foot was detached, but attached to the device via the link. Furthermore, the guide was still held together by the actuator wire. Subsequently, an additional five prostyle devices were used. The knots were formed/intact, they weren't placed in the correct position at the access site [malposition of suture]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.